Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy pacemaker (crt-p) revealed farfield signal oversensing. Technical services (ts) reviewed troubleshooting options and programming considerations. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.